Event description:
Patient was revised to address loosening of the stem and glenoid, poly wear of the glenoid, and osteolysis. The patient's total shoulder was changed to a hemi and glenoid was bone-grafted.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for both reported part and lot number combinations. Provided information states the patient was revised from a total shoulder to a hemi shoulder and bone grafted the glenoid. The investigation could not verify or identify any product contribution to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.